Event description:
Female pt had reaction to strap holding chin. The reaction caused blisters on the chin. The hospital stated they overtightened strap on pt because her position during surgery was not stable. In addition, the pt was stated as obese. During the surgery, the pt shifted laterally, and the hospital believes this and the over-tightening caused the blisters.

Manufacturer narrative:
Will provide additional analysis upon completion of investigation (B)(4).